Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was reported due to the severely calcified and small aortic valve complex. Medication was prescribed. Left hemiplegia remained. No further adverse patient effects were reported.